Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in long time. As a result ipg was explanted and replaced resolving the issue.